Event description:
It was reported that the patient presented to the emergency room diaphoretic and "not feeling well." The device was oversensing during isometric exercises. It was also reported that the device measured atrial high rate episodes that appeared non-physiologic. The device was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a device check during an emergency room visit showed noise on the atrial lead with muscle stimulation. Noise was seen occasionally on the right ventricular (rv) lead with saved rhythm strips; however the rv noise could not be reproduced with muscle stimulation. Both the atrial and rv leads remain in use. No patient complications have been reported as a result of this event.